Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer site. Customer performed troubleshooting and proactively changed the reagent, calibrated, ran qc, repeated patient samples and obtained results considered correct by customer. There was no report to beckman coulter of any serious injury or any additional information in regards to the change in patient treatment received. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous low patient results for magnesium (mg) on the unicel dxc 800 synchron system. The erroneous results were reported outside of the lab and later amended. Customer states one patient treatment was changed due to the event however customer does not have additional information in regard to the treatment provided. No report to beckman coulter of any serious injury.